Manufacturer narrative:
Pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. Unit had scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that customer's insulin pump alarmed button error. The device was not exposed to moisture. A button was not pressed for longer than three minutes. No other details were provided. Nothing further reported.